Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2019 where the ipg was not placed into surgery mode. After the surgery, the patient's ipg lost all programs. The field representative successfully reprogrammed the patient. Therapy was restored.